Event description:
It was reported that during a lobectomy procedure, the device was used to bronchus. A part of staple line had malformed at sixth firing (open shape). The procedure was completed by add'l suture. There was no pt consequence.